Manufacturer narrative:
This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. D11.concomitant product: 4193 implantable pacing lead 2009-(B)(6), 5076 implantable pacing lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the device had unexpected longevity, lasting less than five years. The device was explanted and replaced. Nopatient complications have been reported as a result of this event.